Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the device was missing battery door. Functional testing found the reported problem was duplicated. During investigation, found latch/lock optic flex circuit non-functioning in mu mode. Recommend replace the inoperable latch lock flex. The root cause of the issue could not be determined. This issue is being monitored via an internal scar. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that during testing, the device does not recognize when cassette is locked. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.